Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their elecsys 2010 analyzer. The customer stated they programmed a non- barcoded sample in the system. As the patient sample was not yet present in the laboratory, no sample cup was loaded onto the analyzer for this patient. Although the sample had not been loaded on the analyzer, the analyzer generated a plausible result for the sample without a data flag. The initial result was 0.574 miu/ml. This result was not reported outside the laboratory. The sample cup was then correctly loaded onto the analyzer and repeated and the result was 100.0 miu/ml accompanied by a data flag. The repeat result was reported outside the laboratory. The patient was not adversely affected. The hcgb reagent lot number was 169563 and the expiration date was not provided. The customer simulated this situation, and the same behavior was observed.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided.

Manufacturer narrative:
The field service representative went on site. Preventative maintenance was performed including replacing the measuring cell. The sample/reagent probe adjustment on the sample rack was checked. The pipettor probe and liquid level detector-p3 board was checked. He checked the pressure sensor voltage.